Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fast heart rate and was worried about the device. The patient was wondering where they could get a device check done. The device remains in use. No further patient complications have been reported as a result of this event.